Manufacturer narrative:
(B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure the first fiber became end firing @ 358,570 joules 63:06 minutes of use. The fiber was exchanged and the second fiber reportedly exhibited diminished vaporization efficiency @ 34,210 joules. The third fiber was used to complete the case, and used 9,891 joules. Patient outcome: ¿ok¿ reported.this report is for the second fiber.